Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 213 mg/dl. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose by drinking cup of coffee. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering. Customer stated that there was multiple air bubbles in the infusion set. Customer said no air bubbles present after rewound and priming and blood glucose was now 195 mg/dl. Customer was advised to monitor her blood glucose and call us back if the issue persist. The insulin pump and reservoir was not returned for analysis.